Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a posterior descending artery of a distal right coronary artery that had previously been treated and was covered with stents (full metal jacket). A 2.25 x 12 mm xience alpine stent delivery system could not cross through one of the previously placed stents and when attempting to remove the device the stent caught on one of the deployed stents and dislodged. Another stent was deployed to embed the dislodged stent over the previously placed stents. Balloon angioplasty was performed to complete the procedure. There was no clinically significant delay in the procedure. The patient is doing fine. No additional information was provided.